Manufacturer narrative:
(B)(4).

Event description:
It was reported that "swg deformed". Additional information received clarified "the issue appears to be that the catheter was deformed (flattened) rather than swg." The user changed to a new set to complete the procedure. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned an opened psi kit for analysis including a sheath assembly, dilator, introducer needle , stopcock, gauze, arrow raulerson syringe, cath-guard, transduction probe, and three dust caps. Visual analysis revealed a kink on the sheath body marked with black marker. No signs of use in the form of biological material were observed. The kink in the sheath body was located 27 mm from the juncture hub. The overall length of the sheath body measured 99 mm which is within the specification limits of 97 mm - 103 mm per sheath assembly product drawing. The outer diameter of the sheath body measured 4.60 mm which is within the specification limits of 4.59 mm - 4.71 mm per the sheath body extrusion product drawing. The master kit for this product was reviewed as a part of this investigation. The distal end of the guidewire advancer assembly is placed over the sheath body during packaging. The returned sheath and guidewire assembly were placed inside the tray according to the master kit. The location where the advancer is in contact with the sheath corresponds to the location of the kink. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use if package is damaged". The customer report of a damaged sheath was confirmed by investigation of the returned sample. Visual analysis confirmed that the location of the kink corresponds to where the sheath is in contact with the guidewire advancer assembly in the packaging. Despite the damage, the sheath passed all relevant dimensional requirements. Based on the damage, packaging design likely caused or contributed to this defect. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "swg deformed". Additional information received clarified "the issue appears to be that the catheter was deformed (flattened) rather than swg." The user changed to a new set to complete the procedure. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".